Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissor instrument blades were dull. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation performed a latex cut test on an in-house system. The scissors did not cut cleanly through .006 of latex. The latex was snagged at the scissor tips. The blade edges were not damaged but the edges exhibited wear at the scissor tips negatively affecting cut performance. Failure analysis investigation also found the following unreported damages to the instrument: the pitch cable appears to be separating at the clevis hub. The distal clevis had scratches on the same side as the loose pitch cable. Failure analysis concluded the scratches were likely due to mishandling / misuse. 48, 80 - the tube extension had various scratch marks with pad printing removed. Failure analysis concluded the damaged pad printing was likely due to mishandling / misuse. 48, 80 - the banana plug was bent towards the chassis. Electrical continuity testing was performed and passed. Failure analysis concluded the bent plug was likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pad printing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.